Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2009-00305. The patient received his scs system on (B) (6) 2009 consisting of an ipg and two leads. It was reported that 2 weeks post-operatively, the patient exhibited signs of infection and possible epidural hematoma. The patient was given IV antibiotics for 2 days but did not show improvement. The physician explanted the leads on (B) (6) 2009. The ipg pocket was examined and did not show any signs of infection so the physician did not explant the ipg. The leads were sent to the hospital laboratory for testing and were not returned to ans for evaluation. Follow-up on the patient found that the infection has resolved and he is scheduled to receive new leads.

Manufacturer narrative:
Device 1 of 2. Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.